Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during an unknown procedure, the evis exera iii xenon light source would not work with any 190 scopes and a error displayed. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the front panel was damaged, corrosion on bottom chassis, corrosion on front panel chassis and corrosion on the lamp door, top cover, rear foot and rear panel. The main power switch housing was noted cracked, a bad scope socket (locking mechanism not protecting the pins), corrosion inside scope socket tubing and a non ¿ olympus lamp life meter is reading over 500+ hours and lamp life is expired. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.